Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for frame damage was empirically confirmed based on the provided information from the field clinical specialist (fcs). A review of the DHR, lot history, complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event . A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''during a tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve on commander was inserted into 14fr esheath plus. Upon exit 2 bent struts were noted medial in aorta. Physician notified and chose to proceed with valve alignment and delivery in aortic position with no apparent harm to patient. Bent struts were noted at base of lcc after implant'' and ''the perceived cause of the event per the physician was ''that was my fault, I had a piece of calcium just at the exit of the sheath and I didn't watch is come out of the sheath. It went through sheath fine, it was on exit that I hit that calcium and pushed too hard''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', ''if push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace.'' In this case, the patient's access vessel has heavy calcification and undersized vessels. The crimped valve interacted with the calcification with a high force as it exited the sheath, causing the bent struts as reported. As such, available information suggests that patient factors (calcification, undersized vessels) and/or procedural factors (high push force) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a new product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve on commander was inserted into 14fr esheath plus. Upon exit 2 bent struts were noted in medial in aorta. Physician notified and chose to proceed with valve alignment and delivery in aortic position with no apparent harm to patient. Bent struts were noted at base of lcc after implant. Per additional information from the fcs, there were no issues during the crimping phase and no resistance during insertion of the delivery system into the sheath. After removal there was no damage noted to the commander or sheath. The perceived cause of the event per the physician was ''that was my fault, I had a piece of calcium just at the exit of the sheath and I didn't watch is come out of the sheath. It went through sheath fine; it was on exit that I hit that calcium and pushed too hard.''

Manufacturer narrative:
The investigation is ongoing.